Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1885) on 19-oct-2015. The most recent information was received on 22-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: right coil extruding through the cornea'), device dislocation ('misplaced essure coils') and neoplasm malignant ('cancer') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "one stent bent / one of the coils bent on implant. The doctor said would be fine". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), pollakiuria ("urinary problems or changes increased frequency"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced headache ("migraines / headaches"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("rashes or skin conditions type: would have a rash occur and it would be very itchy/ rashes and itchiness") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced dental caries ("dental problems rotting teeth"). In (B)(6) 2013, the patient experienced depression ("severe depression"), mood swings ("hormonal changes describe: mood swings"), photosensitivity reaction ("allergic or hypersensitivity reaction type: sun"), anxiety ("anxiety"), alopecia ("hair loss") and abdominal pain ("abdomen pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intentional device use issue ("so instead of 2 I have 3 stents in me."), migraine ("severe migraines"), pain ("body pains"), pelvic pain ("pelvic pains"), bleeding menstrual heavy ("heavy menstrual cycles/ heavy menstrual bleeding "), menstrual disorder ("I throw clots every time I have my cycle"), allergy to metals ("nickel allergy"), hot flush ("hot flashes"), anaemia ("blood or heart disorder/condition type: anemia"), gingival recession ("dental problems gums were pulling away"), hypersensitivity ("rash/ skin condition : hypersensitivity "), bladder disorder ("bladder problems"), urinary tract disorder ("urinar problem") and blood disorder ("blood/heart disorder") and was found to have precancerous cells present ("tumor / teratoma / cancer type: precancer in uterus") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, mood swings, hot flush, vaginal haemorrhage, menorrhagia, photosensitivity reaction, female sexual dysfunction, anxiety, rash pruritic, pollakiuria, headache, anaemia, nausea, gingival recession, dysmenorrhoea, dyspareunia, precancerous cells present, weight increased, gastrooesophageal reflux disease, abdominal distension, dental caries, hypersensitivity, bladder disorder, urinary tract disorder, blood disorder and neoplasm malignant outcome was unknown, the intentional device use issue, migraine, pain, fatigue, bleeding menstrual heavy, menstrual disorder, depression and allergy to metals had not resolved and the pelvic pain, alopecia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, anxiety, bladder disorder, blood disorder, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, gingival recession, headache, hot flush, hypersensitivity, intentional device use issue, menorrhagia, menstrual disorder, migraine, mood swings, nausea, neoplasm malignant, pain, pelvic pain, photosensitivity reaction, pollakiuria, precancerous cells present, rash pruritic, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight increased and bleeding menstrual heavy to be related to essure. The reporter commented: discrepancy noted as per summons date of insertion (B)(6) 2012. There were about 6 coils sitting in the uterus but there was also a piece of metal in between the coils. Discrepancy noted in date of insertion (B)(6) 2012. Patient received treatment for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral occlusion of the fallopian tubes by the essure coils. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events: hypersensitivity, bladder problem, urinary problem, blood/heart disorder, cancer were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 19-oct-2015. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: right coil extruding through the cornea') and device dislocation ('misplaced essure coils') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "one stent bent / one of the coils bent on implant. The doctor said would be fine". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), pollakiuria ("urinary problems or changes increased frequency"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced headache ("migraines / headaches"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("rashes or skin conditions type: would have a rash occur and it would be very itchy/ rashes and itchiness") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced dental caries ("dental problems rotting teeth"). In (B)(6) 2013, the patient experienced depression ("severe depression"), mood swings ("hormonal changes describe: mood swings"), photosensitivity reaction ("allergic or hypersensitivity reaction type: sun"), anxiety ("anxiety"), alopecia ("hair loss") and abdominal pain ("abdomen pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intentional device use issue ("so instead of 2 I have 3 stents in me."), migraine ("severe migraines"), pain ("body pains"), pelvic pain ("pelvic pains"), bleeding menstrual heavy ("heavy menstrual cycles/ heavy menstrual bleeding "), menstrual disorder ("I throw clots every time I have my cycle"), allergy to metals ("nickel allergy"), hot flush ("hot flashes"), anaemia ("blood or heart disorder/condition type: anemia"), gingival recession ("dental problems gums were pulling away"), hypersensitivity ("rash/ skin condition : hypersensitivity "), bladder disorder ("bladder problems"), urinary tract disorder ("urinar problem"), blood disorder ("blood/heart disorder") and back pain ("lower back pain") and was found to have precancerous cells present ("tumor / teratoma / cancer type: precancer in uterus") and neoplasm malignant ("cancer"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, mood swings, hot flush, vaginal haemorrhage, menorrhagia, photosensitivity reaction, female sexual dysfunction, anxiety, rash pruritic, pollakiuria, headache, anaemia, nausea, gingival recession, dysmenorrhoea, dyspareunia, precancerous cells present, weight increased, gastrooesophageal reflux disease, abdominal distension, dental caries, hypersensitivity, bladder disorder, urinary tract disorder, blood disorder and neoplasm malignant outcome was unknown, the intentional device use issue, migraine, pain, fatigue, bleeding menstrual heavy, menstrual disorder, depression and allergy to metals had not resolved, the pelvic pain, alopecia and abdominal pain had resolved and the back pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, anxiety, back pain, bladder disorder, blood disorder, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, gingival recession, headache, hot flush, hypersensitivity, intentional device use issue, menorrhagia, menstrual disorder, migraine, mood swings, nausea, neoplasm malignant, pain, pelvic pain, photosensitivity reaction, pollakiuria, precancerous cells present, rash pruritic, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight increased and bleeding menstrual heavy to be related to essure. The reporter commented: discrepancy noted as per summons date of insertion (B)(6) 2012. There were about 6 coils sitting in the uterus but there was also a piece of metal in between the coils. Discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012 patient received treatment for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral occlusion of the fallopian tubes by the essure coils. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: back pain. Event outcome and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1885) on 19-oct-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: right coil extruding through the cornea') and device dislocation ('misplaced essure coils') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "one stent bent / one of the coils bent on implant. The doctor said would be fine". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), pollakiuria ("urinary problems or changes increased frequency"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and abdominal distension ("bloating"). On (B)(6) 2012, the patient experienced headache ("migraines / headaches"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("rashes or skin conditions type: would have a rash occur and it would be very itchy / rashes and itchiness") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced dental caries ("dental problems rotting teeth"). On (B)(6) 2013, the patient experienced depression ("severe depression"), mood swings ("hormonal changes describe: mood swings"), photosensitivity reaction ("allergic or hypersensitivity reaction type: sun"), anxiety ("anxiety"), alopecia ("hair loss") and abdominal pain ("abdomen pain"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6)2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intentional device use issue ("so instead of 2 I have 3 stents in me."), migraine ("severe migraines"), pain ("body pains"), pelvic pain ("pelvic pains"), bleeding menstrual heavy ("heavy menstrual cycles / heavy menstrual bleeding "), menstrual disorder ("I throw clots every time I have my cycle"), allergy to metals ("nickel allergy"), hot flush ("hot flashes"), anaemia ("blood or heart disorder / condition type: anemia"), gingival recession ("dental problems gums were pulling away"), hypersensitivity ("rash/ skin condition: hypersensitivity "), bladder disorder ("bladder problems"), urinary tract disorder ("urinar problem"), blood disorder ("blood / heart disorder") and back pain ("lower back pain"), was found to have precancerous cells present ("tumor / teratoma / cancer type: precancer in uterus") and neoplasm malignant ("cancer") and underwent tooth extraction ("she had most of her pulled caused essure caused them to start pulling"). The patient was treated with surgery (supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, mood swings, hot flush, vaginal haemorrhage, menorrhagia, photosensitivity reaction, female sexual dysfunction, anxiety, rash pruritic, pollakiuria, headache, anaemia, nausea, gingival recession, dysmenorrhoea, dyspareunia, precancerous cells present, weight increased, gastrooesophageal reflux disease, abdominal distension, dental caries, hypersensitivity, bladder disorder, urinary tract disorder, blood disorder, neoplasm malignant and tooth extraction outcome was unknown, the intentional device use issue, migraine, pain, fatigue, bleeding menstrual heavy, menstrual disorder, depression and allergy to metals had not resolved, the pelvic pain, alopecia and abdominal pain had resolved and the back pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, anxiety, back pain, bladder disorder, blood disorder, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, gingival recession, headache, hot flush, hypersensitivity, intentional device use issue, menorrhagia, menstrual disorder, migraine, mood swings, nausea, neoplasm malignant, pain, pelvic pain, photosensitivity reaction, pollakiuria, precancerous cells present, rash pruritic, tooth extraction, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight increased and bleeding menstrual heavy to be related to essure. The reporter commented: discrepancy noted as per summons date of insertion on (B)(6) 2012. There were about 6 coils sitting in the uterus but there was also a piece of metal in between the coils. Discrepancy noted in date of insertion on (B)(6) 2012. Patient received treatment for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral occlusion of the fallopian tubes by the essure coils. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received event "she had most of her pulled caused essure caused them to start pulling" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: right coil extruding through the cornea') and device dislocation ('misplaced essure coils') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "one stent bent / one of the coils bent on implant. The doctor said would be fine". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), pollakiuria ("urinary problems or changes increased frequency"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced headache ("migraines / headaches"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("rashes or skin conditions type: would have a rash occur and it would be very itchy/ rashes and itchiness") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced dental caries ("dental problems rotting teeth"). In (B)(6) 2013, the patient experienced depression ("severe depression"), mood swings ("hormonal changes describe: mood swings"), photosensitivity reaction ("allergic or hypersensitivity reaction type: sun"), anxiety ("anxiety"), alopecia ("hair loss") and abdominal pain ("abdomen pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intentional device use issue ("so instead of 2 I have 3 stents in me."), migraine ("severe migraines"), pain ("body pains"), pelvic pain ("pelvic pains"), bleeding menstrual heavy ("heavy menstrual cycles/ heavy menstrual bleeding "), menstrual disorder ("I throw clots every time I have my cycle"), allergy to metals ("nickel allergy"), hot flush ("hot flashes"), anaemia ("blood or heart disorder/condition type: anemia"), gingival recession ("dental problems gums were pulling away"), hypersensitivity ("rash/ skin condition : hypersensitivity "), bladder disorder ("bladder problems"), urinary tract disorder ("urinar problem"), blood disorder ("blood/heart disorder") and back pain ("lower back pain"), was found to have precancerous cells present ("tumor / teratoma / cancer type: precancer in uterus") and neoplasm malignant ("cancer") and underwent tooth extraction ("she had most of her pulled caused essure caused them to start pulling"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, mood swings, hot flush, vaginal haemorrhage, menorrhagia, photosensitivity reaction, female sexual dysfunction, anxiety, rash pruritic, pollakiuria, headache, anaemia, nausea, gingival recession, dysmenorrhoea, dyspareunia, precancerous cells present, weight increased, gastrooesophageal reflux disease, abdominal distension, dental caries, hypersensitivity, bladder disorder, urinary tract disorder, blood disorder, neoplasm malignant and tooth extraction outcome was unknown, the intentional device use issue, migraine, pain, fatigue, bleeding menstrual heavy, menstrual disorder, depression and allergy to metals had not resolved, the pelvic pain, alopecia and abdominal pain had resolved and the back pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, anxiety, back pain, bladder disorder, blood disorder, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, gingival recession, headache, hot flush, hypersensitivity, intentional device use issue, menorrhagia, menstrual disorder, migraine, mood swings, nausea, neoplasm malignant, pain, pelvic pain, photosensitivity reaction, pollakiuria, precancerous cells present, rash pruritic, tooth extraction, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight increased and bleeding menstrual heavy to be related to essure. The reporter commented: discrepancy noted as per summons date of insertion (B)(6) 2012. There were about 6 coils sitting in the uterus but there was also a piece of metal in between the coils. Discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012 patient received treatment for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral occlusion of the fallopian tubes by the essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 17-sep-2019. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: right coil extruding through the cornea') and device dislocation ('misplaced essure coils') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "one stent bent / one of the coils bent on implant. The doctor said would be fine". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), pollakiuria ("urinary problems or changes increased frequency"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced headache ("migraines / headaches"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("rashes or skin conditions type: would have a rash occur and it would be very itchy/ rashes and itchiness") and dyspareunia ("dyspareunia (painful sexual)"). In (B)(6) 2012, the patient experienced dental caries ("dental problems rotting teeth"). In (B)(6) 2013, the patient experienced depression ("severe depression"), mood swings ("hormonal changes describe: mood swings"), photosensitivity reaction ("allergic or hypersensitivity reaction type: sun"), anxiety ("anxiety"), alopecia ("hair loss") and abdominal pain ("abdomen pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intentional device use issue ("so instead of 2 I have 3 stents in me."), migraine ("severe migraines"), pain ("body pains"), pelvic pain ("pelvic pains"), bleeding menstrual heavy ("heavy menstrual cycles"), menstrual disorder ("I throw clots every time I have my cycle"), allergy to metals ("nickel allergy"), hot flush ("hot flashes"), anaemia ("blood or heart disorder/condition type: anemia") and gingival recession ("dental problems gums were pulling away") and was found to have precancerous cells present ("tumor / teratoma / cancer type: precancer in uterus"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, mood swings, hot flush, vaginal haemorrhage, menorrhagia, photosensitivity reaction, female sexual dysfunction, anxiety, rash pruritic, pollakiuria, headache, anaemia, nausea, gingival recession, dysmenorrhoea, dyspareunia, precancerous cells present, weight increased, gastrooesophageal reflux disease, abdominal distension and dental caries outcome was unknown, the intentional device use issue, migraine, pain, fatigue, bleeding menstrual heavy, menstrual disorder, depression and allergy to metals had not resolved and the pelvic pain, alopecia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, anxiety, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, gingival recession, headache, hot flush, intentional device use issue, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain, photosensitivity reaction, pollakiuria, precancerous cells present, rash pruritic, uterine perforation, vaginal haemorrhage, weight increased and bleeding menstrual heavy to be related to essure. The reporter commented: discrepancy noted as per summons date of insertion (B)(6) 2012. There were about 6 coils sitting in the uterus but there was also a piece of metal in between the coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram on (B)(6) 2012: total bilateral occlusion.; on (B)(6) 2012: bilateral occlusion of the fallopian tubes by the essure coils. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Events hormonal changes describe: mood swings, hot flashes, menorrhagia, allergic or hypersensitivity reaction type: sun, apareunia (inability to have sexual intercourse), anxiety, rashes or skin conditions type: would have a rash occur and it would be very itchy/ rashes and itchiness, urinary problems or changes increased frequency, migraines / headaches, blood or heart disorder/condition type: anemia, nausea, dental problems gums were pulling away, dysmenorrhea (cramping), dyspareunia (painful sexual), tumor / teratoma / cancer type: precancer in uterus, weight gain, gastrointestinal or digestive system condition type: acid reflux, bloating, perforation (other) please describe and state the location of the perforation: right coil extruding through the cornea, hair loss, abdomen pain, dental problems rotting teeth and misplaced essure coils added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.